Event description:
On (B)(4) 2012, a fax was received from the physician with the following information. The increase in seizures was first noticed in (B)(6) 2012. The relationship of the increased seizure level to pre-vns seizure levels is unknown as the patient was implanted prior to becoming a patient at the evaluating facility. The relationship of the increase in seizures is uncertain; however, the physician uncertainly attributes it to loss of therapy and stimulation. The physician indicated that the increase in seizures occurred in multiple seizure types. The physician is unsure if causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. Interventions performed included medication changes and battery change. On (B)(6) 2012, this vns patient underwent generator replacement due to the device being near end of service. The new generator was turned on to the same settings as old per the patient's physician. All diagnostics were normal. The explanted generator was returned on (B)(4) 2012 and is currently undergoing product analysis.

Event description:
Clinic notes were received on (B)(4) 2012 reporting an increase in seizures for this vns patient. The notes (dated (B)(6) 2012) stated that the patient was still having approximately ten drop attacks per month; however, he was now having milder ones more often, and they were coming in clusters. The physician noted that the ifi flag (intensified follow up indicator) was on and suggested battery replacement before the generator dies. Surgery is likely but has not taken place to date. Attempts for additional information have been unsuccessful to date.

Event description:
Product analysis for the generator was approved on (B)(6) 2012. The reported near end of service condition was duplicated. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date of event, corrected data: the previously submitted MDR stated the event date was (B)(6) 2012; however, additional information was received reporting the event date to be (B)(6) 2012. This information has been corrected in this report.